Event description:
It was reported that a spectrum pump "does not recognize a closed door." The tech stated that the door closes, but the pump still prompts the user to close the door. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval found that the pump does not recognize a closed door; however, the force required to secure the door is above expected levels which is causing "door not fully latched" alarms. Upon further eval, it was found that the threaded inserts were pulled from the front case allowing separation between the front case and mech assembly. This is why excessive force was needed to close the door. The front case assembly was replaced.